Manufacturer narrative:
(B)(4). The customer provided two photos of the defect. The kinks/offset coils in the guide wire is pictured. The customer also returned one guide wire and product lidstock for analysis. The guide wire was returned in its advancer tube; however, the straightener tube and guide wire cap were not returned. No signs of use were observed on the returned guide wire. Visual analysis revealed that the guide wire contained multiple small kinks/offset coils towards the distal end. The location of the kinks would have been within the straightener tube, protecting it from damage. Microscopic examination revealed both welds were present and spherical. Visual analysis of the straightener tube and guide wire cap could not be performed as they were not returned for analysis. The kinks/offset coils on the guide wire measured 24-27mm from the distal weld. The guide wire total length measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory syringe and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use if package is damaged." The IFU also states, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the guide wire was kinked" before use on the patient.

Event description:
It was reported that "the guide wire was kinked" before use on the patient.

Manufacturer narrative:
(B)(4).